Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2016 that the receiver had no audio output on (B)(6) 2015. There was no report of any injury or medical intervention. It was reported that a pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.&#2062;o additional event or patient information is available.